Event description:
It was reported that the implantable device recorded a lead safety switch to unipolar configuration due to this right ventricular (rv) lead. The rv lead recorded pacing impedances of 1327 ohms in unipolar and 1866 in bipolar, which are both high within normal range. The rv pacing threshold was found to be high and the lead showed oversensing while in unipolar configuration. The device was programmed back to bipolar and the pacing impedance alert increased to 2500 ohms per choice of the physician. The pacing output was also adjusted. The patient will continue routine follow-ups. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable device recorded a lead safety switch to unipolar configuration due to this right ventricular (rv) lead. The rv lead recorded pacing impedances of 1327 ohms in unipolar and 1866 in bipolar, which are both high within normal range. The rv pacing threshold was found to be high and the lead showed oversensing while in unipolar configuration. The device was programmed back to bipolar and the pacing impedance alert increased to 2500 ohms per choice of the physician. The pacing output was also adjusted. The patient will continue routine follow-ups. Additional information was provided. It was reported that the rv lead recorded a gradual increase in the pacing impedance, reaching 2254 ohms, which is high out of range. The rv lead also showed an elevated capture threshold and myopotential noise in unipolar configuration. Technical services (ts) discussed these observations are likely physiologic rather than a mechanical lead impairment. It was advised that the alert threshold can be increased to 3000 ohms in bipolar or split configuration at the discretion of the physician. The rv lead remains in service. No adverse patient effects were reported.